Manufacturer narrative:
Concomitant medical products: product ID: 6935m62, date of implant: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have delivered therapy for supra ventricular tachycardia (svt) which it detected as ventricular tachycardia (vt). It was further reported that there was possible undersensing observed on the right atrial (ra) lead. Both the ICD and the lead remain in use. No further patient complications have been reported as a result of this event.